Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device displayed an internal error message was confirmed. It was found that the 8-way socket assembly was corroded and was replaced to address the identified issue of an error code "invalid instrument". Also the fuse (main) was found to be defective and the mounting foot were missing. The defective and missing parts were replaced, a software upgrade was performed and the device was repaired, tested and found to be working according to specifications. The corrosion of the 8-way socket is a result of fluid ingress into the device, which in turn, has caused the device to display the error code. The missing mounting foot are a result of user mishandling of the device. However, given the information provided, we cannot determine a definitive root cause for the defective fuse. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 6/27/2018, and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
As reported by the sales rep via phone the generator displayed an internal error message prior to the case. No delay in case as another like device was used.